Event description:
It was reported by the customer that a pyxis ciisafe es system had tramadol which was not recognized for sending adm failure. The customer reported that the malfunction occurred while the user was issuing medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist manually added an adm location and, in the 'device details' section, selected the appropriate paperwork check box to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.